Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. The customer complained that the wall stand vertical movement was very stiff and difficult to move. On investigation, even though on the overhead tube crane (otc), a wall stand image was not selected, when trying to move the wall stand manually it would move in either an up or down direction depending on where it was in relationship to otc when the hand switch was pressed. The tracking was not on and could not be selected. At times when moving the wall stand manually up/down the otc would beep twice as if it were trying to lock in to a selected position even though an image for wireless detector was selected. This dx-d600 system is on version 3.5, in which systems with this software version have shown issues with unexpected movement of the wall stand. Both agfa and (B)(4), agfa's supplier, have determined the correction for new software upgrade to version 3.6 would be performed on systems with software version 3.5. This system was to be scheduled for the upgrade. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patient or user.